Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy and had manual injections if needed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned